Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim programmable valve (unknown ID) was implanted on (B)(6) 2021. The patient underwent pressure test via chamber x-ray and the result showed that the pressure changed itself to 30 (unknown units). On an unspecified date, the patient's ventricular peritoneal shunt malfunctioned and subdural hygroma was formed due to over draining shunt chamber. The event led to increase time in ICU stay, and the patient had to undergo another surgery for shunt change. The concomitant and past medications were not reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim programmable valve (unknown ID) was implanted on (B)(6) 2021. The patient underwent pressure test via chamber x-ray and the result showed that the pressure changed itself to 30 (unknown units). On an unspecified date, the patient's ventricular peritoneal shunt malfunctioned and subdural hygroma was formed due to over draining shunt chamber. The event led to increase time in ICU stay, and the patient had to undergo another surgery for shunt change. The concomitant and past medications were not reported.

Manufacturer narrative:
The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is could be due to common magnets greater than 80 gauss, such as house hold magnets. Loudspeaker magnets, and language lab headphone magnets, may affect the valve setting when placed close to the valve as noted in the IFU under warnings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.